Event description:
It was reported that the customer passed away due to a heart attack. Reportedly, the customer has had 2 heart attacks in the past, and death was not related to the pump. The date of death was not reported.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.